Manufacturer narrative:
This report is being supplemented to notify that this report is a duplicate report that was previously submitted on medwatch 8010047-2022-11907, with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown what caused the phenomenon because the phenomenon was not reproduced. We determined that there was no problem in the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, in combination with the maj-1939 (smoke evacuation foot switch), the customer's allegation was not confirmed or duplicated. There were no abnormalities found in the visual inspection of the device. The subject device was connected to the maj-1939, according to the instructional manual, and operated without any abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is received.

Event description:
During an unspecified therapeutic procedure, the smoke evacuation function was activated, and the pneumoperitoneum pressure decreased, even though the foot switch (maj-1939) was not used to operate the smoke evacuation function. There was a delay of several minutes until reinflation and the patient¿s abdominal cavity pressure returned. The procedure was continued and completed using the subject device. There was no report of patient harm or injury associated with this event.